Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -9.5/+3.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. On (B)(6) 2021 the lens was exchanged with a same size different sphere/cylinder/axis lens and the problem was resolved. The cause of the event is reported as unknown.